Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported unable to lift flap in patient's left eye following lasik surgery. The treatment was aborted and maybe rescheduled at a later date. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the day of the treatment. The root cause for difficulty lifting of the flap is thin flap. The manufacturer internal reference number is: (B)(4).